Manufacturer narrative:
In addition to the phenomena identified in b5, the following phenomena were also identified during evaluation: the air/water cylinder has no color, the suction cylinder had no color, the indication on right/left knob was unclear, the plug unit had corrosion due to water leakage, the label on the suction connector was peeled, that due to corrosion on plug unit e216 scope communication error occurred, that due to wear of angle wire the play of right/left knob was out of the standard value, the plastic distal end cover was deformed, the adhesive on the bending section rubber was detached, and the universal cord had a scratch. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the flex video scope was clogged. The issue was found during an unknown event. The device was returned for evaluation. During the device evaluation, the foreign material in the channel tube and in the in the channel mount unit was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Information added to the field: h4, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material and root cause of the material remaining in the device cannot be specified. There was no damage to the area where the foreign material was detected and it is unknown if reprocessing was performed according to the instructions for use (IFU) as the specific steps were not provided. A definitive root cause cannot be determined. Occurrence of the event can be detected/prevented by handling the device according to the following IFU. Detection methods are written in IFU: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Prevention measures are written in IFU: gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.